Manufacturer narrative:
Product implicated is a 5 french dual lumen catheter. Only the catheter was returned for eval. Overall catheter length measures 58.5cm. Lot history review indicates no related component or mfg issues and no product complaints of similar nature. The red lumen was pressurized with a 6cc syringe and colored water by occluding the distal end of the tubing with a padded clamp. No leaks were detected. This was repeated several times while exerting pressures above 40psi and the lumen could not be made to leak. The lumen flushes and aspirates normally. The white lumen was occluded with a hard golden precipitate and could not be tested for leaks. The complaint of leakage is inconclusive since one lumen could not be cleared for leak testing.

Event description:
The catheter had been in for 1 week. They noticed a red area & swelling approx. 1 1/2" from the exit site. Tpn & d10 being infused. Infiltration was suspected.